Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable was damaged and would not charge the pump. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.